Event description:
Reported blood glucose results of "199 mg/dl and 100 mg/dl "with a lifescan meter,performed within 10 minutes of each other. The customer service representative walked the pt through two blood glucose tests and obtained results of 130 mg/dl and 125 mg/dl. The control solution is being replaced.